Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator alarmed low peak pressure and low volumes. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.